Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock lead impedance and was detected in the patient remote monitoring system. The data was reviewed and it was known that the patient's shock lead impedance measurement had been rising and had finally reached 125 ohms. Boston scientific technical services (ts) advised about testing the lead's impedance using the maximum shock delivery and doing manual readings to know if the can attributed to a specific vector. Additional information received from the field representative stated that an additional lead testing and a possible lead revision will be done. It was also mentioned that the shock impedance was measured in different configurations and the result came back normal. The cause of the out-of-range (oor) measurement was not determined. There were no anomalies noted under fluoroscopy. The physician explained that the increase in the impedance measurement could indicate possible issues in the future. It was then decided that the lead be replaced to prevent further issues. Thus, this patient underwent a surgical intervention where this lead was surgically abandoned and capped. This rv lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.